Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to blank display. Insulin pump received with cracked display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 368 mg/dl. There was a crack on the bottom left corner of the screen and the device might have gotten wet. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professional's instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.